Event description:
Pt2 intervention wire tip disconnected from remaining wire while removing from lad lesion. Product failed to perform. EKG was ordered, patient was asymptomatic, with no changes in EKG. Procedure was then stopped and patient was removed from table.